Event description:
Customer stated that she tested her blood glucose sometime before noon with a result of 170 mg/dl. At the time, she was feeling weak, lethargic and very sick. A couple of hours later, she arrived at the hospital. A blood glucose test was done on a hospital meter with a result over 500 mg/dl. She was admitted into the ICU with a diagnosis of diabetic ketoacidosis and pneumonia. She was started on an IV insulin drip and also recevied IV antibiotics. At the time of the hospitalization, she stated that her hct was 20. During her visit to the doctor a week before this incident, her hct was normal as well as her blood glucose. The customer's other health conditions include previous renal failure which led to continued peritoneal dialysis.